Event description:
Four pt samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Pt 1: (female), initial creatinine gave 0.5mg/dl; repeat gave 1.1 mg/dl. No adverse events were reported in association with the incorrect results. The field service rep found vacuum valve was not operating properly. The valve was replaced. The field service rep also noted there was evidence of a previous naoh leak and cleaned the area. Performance tests were performed which were within specifications.

Event description:
Four pt samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Pt 3: (male), initial bicarbonate gave 46 mmol/l: repeat gave 32 mmol/l. No adverse events were reported in association with the incorrect results. The field service rep found vacuum valve was not operating properly. The valve was replaced. The field service rep also noted there was evidence of a previous naoh leak and cleaned the area. Performance tests were performed which were within specifications.

Event description:
Four pt samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Pt 2: (male), initial calcium gave 3.2 mg/dl; repeat gave 9.9 mg/dl. Initial glucose gave 40 mg/dl; repeat gave 56 mg/dl. No adverse events were reported in association with the incorrect results. The field service rep found vacuum valve was not operating properly. The valve was replaced. The field service rep also noted there was evidence of a previous naoh leak and cleaned the area. Performance tests were performed which were within specifications.

Event description:
Four pt samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Pt 4: (male), initial creatinine gave 0.2 mg/dl; repeat gave 1.3 mg/dl. No adverse events were reported in association with the incorrect results. The field service rep found vacuum valve was not operating properly. The valve was replaced. The field service rep also noted there was evidence of a previous naoh leak and cleaned the area. Performance tests were performed which were within specifications.